Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.

Event description:
Additional information was received that indicated r-wave oversensing was noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were noted on the device. Abbott technical support was contacted and suggested reprogramming the device, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.